Manufacturer narrative:
Sus voluntary event report was received. Medwatch: (B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited increased capture threshold. The rv lead was explanted and replaced in (B)(6) 2023, date unknown. Patient condition was unknown.